Manufacturer narrative:
The valve was patent. It did not meet specifications for leak testing as there was a large tear in the top of the delta chamber. It is unk how or when this damage occurred. The tear precluded siphon, reflux, pressure-flow, and preimplantation testing. The instruction for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture. No impact to the pt was reported.

Event description:
It was reported to medtronic neurosurgery that during the test before the surgery, the doctor allegedly found delta chamber leakage.